Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue and db is bloated. The technical support specialist repaired the rss agent, informed the user that if any station is nearing the threshold, our monitoring team will trigger an alarm and assign the case to tsc for further assistance, not only bloated, but offline, c drive is full, and it's the kind of error that falls under station activity. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the devices stopped downloading, not communicating, and is on critical override causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.